Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart. The blood glucose level was 146 mg/dl. Customer stated the alarm did not occur shortly after inserting a new battery. Customer also stated that the unexpected restart was reoccurred. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected restart error alarm and no blank display anomaly noted during test.